Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that under delivery may have occurred during the use of a smiths medical administration set. Per reporter 1/4 of volume remained in the bag when it was changed. It was reported that there were no alarms and no occlusion. No adverse patient effects were reported.